Event description:
A talent stent graft system was implanted in a pt for the treatment of a thoracic abdominal aneurysm. Aneurysm and vessel morphology were unremarkable. It was reported that the first 2 stent grafts were successfully implanted. When the third device (distal main) was implanted, one of the open stents apices was almost completely misaligned. The physician could not pull the device down because it was close to the celiac. There was no endoleak and no ballooning was performed. The lumen was patent. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4): (misaligned deployment). Results: (cause of misalignment unknown).